Event description:
It was reported that a pump's front panel was not working.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the # 8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (eg when the #abc key is selected, ay will be displayed, interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.